Manufacturer narrative:
(B)(6). There was no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation. The bolus button was intermittently unresponsive. Investigation found that the plastic push button was misaligned.

Event description:
There was no patient impact associated with this complaint. It was reported that the express/audio bolus button was unresponsive.